Event description:
It was reported that post-open heart surgery, device interrogation during a routine follow up revealed that the patient's right atrial (ra) lead exhibited loss of capture at maximum output. The patient was subsequently brought in for a lead revision procedure; the ra lead was capped and replaced on (B)(6) 2026. The patient was discharged following the procedure with no patient consequences reported.